Event description:
It was reported that the insulin pump alarmed prime alarm. Customer's blood glucose reading is 96 mg/dl. Customer stated that insulin was squirting out of infusion set and continued to drip after the motor stopped. Customer stated that the drive support cap is protruded. Advised customer to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. Scratched lcd window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.